Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported a sensor error, stating that it said ¿sensor error, please wait, help¿ for 30 minutes or more. This is the first sensor that the patient had worn as he is a new dexcom user. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019 and the alternate site was approved by their diabetes educator. It was indicated that on (B)(6) 2019 the patient¿s blood glucose (bg) dropped from 113 mg/dl straight down to 70 mg/dl and then bottomed out at 40 mg/dl and stayed there. She did not report that the patient was experiencing any symptoms when the continuous glucose monitor (cgm) was displaying 40 mg/dl but that he took sugar/glucose products. When the paramedics arrived, they performed a finger stick and his bg was 316 mg/dl because of the sugar/glucose. No other treatment was provided by the paramedics, and the patient declined to go to the hospital. At the time of the report the patient was doing fine but had a headache. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.